Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 11 october 2019 for MDR reportability. On (B)(6) 2015, the patient underwent total left knee arthroplasty due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 1. On (B)(6) 2017 the patient underwent a left knee revision due to loosening of the tibial component, stiffness, and pain. The surgeon noted the patella tendon had significant bony osteophytes and was revised. The surgeon indicated when he went to hit the tibia out, it completely came loose from the cement mantle and left the cement mantle completely intact. He noted there was no cement left on the undersurface of the tibial plate, looking like the tibial component had been loose. The surgeon reported no concerns with the femoral component though it was revised. The patient was implanted with depuy knee system and depuy cement x 2. There were no complications reported with the procedure. Doi: (B)(6) 2015; dor: (B)(6) 2017; (lt knee).